Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the smart device was displaying the same blood glucose values. Data was available for evaluation. Confirmation of the complaint could not be determined via data. It was noted that permanent signal loss was present during the date of issue. The probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device failed a voltage test. The probable cause is transmitter timer not advancing.

Manufacturer narrative:
Com(B)(4).

Event description:
Dexcom was made aware on (B)(4)2018, that on (B)(4)2018, the smart device was displaying the same blood glucose values. Data was available for evaluation. The reported event was confirmed via data. The probable cause could not be determined via data. The transmitter has been received for evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.